Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and failure to capture due to a fracture. The physician deactivated this lead. Subsequently this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.